Manufacturer narrative:
Concomitant medical products: 72404131, 937217009, belt cuff fgs 4.5 cm iz. 72404127, 913106009, control pump fgs iz.

Event description:
It was reported that patient underwent a reimplant procedure for a new artificial urinary sphincter (aus) . Previous double cuff aus device was not working due to no fluid in system. All components were explanted and replaced. No adverse patient effects. Additional information was received. Patient experienced leaking.

Manufacturer narrative:
Field change: d4, h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based in the results of this investigation, no escalation is needed.

Event description:
It was reported that patient underwent a reimplant procedure for a new artificial urinary sphincter (aus) . Previous double cuff aus device was not working due to no fluid in system. All components were explanted and replaced. No adverse patient effects. Additional information was received. Patient experienced leaking.